Manufacturer narrative:
Concomitant medical products: 5076-45 lead implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their leads were faulty and were triggering alerts. The leads remain in use. No patient complications have been reported as a result of this event.